Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one 2.7/3.5mm variable angle (va) - locking compression plate (lcp) anterolateral distal tibia pl/6 plate broke. The fracture was in non-union state. Original implant date was unknown. A revision surgery was completed on (B)(6) 2014 to explant the broken plate. Patient was revised with one 2.7/3.5mm va-lcp antero lateral distal tibia pl/6 plate. Also, reported was 2(3.5 cortex screws), 1(3.5 locking screws) and 5(unknown screws) were removed either intact or broken. One fragment were generated from the broken plate, and left in the patient. Surgery was completed successfully without any surgical delay and patient status/outcome was good. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 8 unknown screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one 2.7/3.5mm variable angle (va) - locking compression plate (lcp) anterolateral distaltibia pl/6 plate broke. The facture was in non-union state. Original implant date was unknown. A revision surgery was completed on (B)(6) 2014 to explant the broken plate. Patient was revised with one 2.7/3.5mm va-lcp antero lateral distal tibia pl/6 plate. Also, reported was 2(3.5 cortex screws), 1(3.5 locking screws) and 5(unknown screws) were removed either intact or broken. One fragment were generated from the broken plate, and left in the patient. Surgery was completed successfully without any surgical delay and patient status/outcome was good. This report is for 8 unknown screws. This report is 2 of 2 for (B)(4).